Event description:
On (B)(6), 2010, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The decision was made by the physician to cover the patient's left subclavian artery to gain a better landing zone due to the diameter of the aorta being 40mm around the left subclavian artery. An axillary-axillary bypass surgery was performed during the procedure to maintain blood flow into the patient's left arm. Once the first device was implanted, it was noticed that the device was partially covering the left common carotid artery. An 8mm smart stent was implanted into the patient's left common carotid artery. A second gore tag thoracic endoprosthesis was implanted distally without incident. The patient tolerated the procedure and no further complications were reported. It was reported that the physician's assistant inadvertently loosened the guidewire just prior to deployment resulting in the device misplacement.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.